Manufacturer narrative:
Patient height reported as (B)(6). Date of event: date of non-union is not known. PMA / 510k: this report is for three (3) unknown locking screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent a hardware removal and revision on (B)(6) 2018 due to a nonunion of the right distal femur. Initially, on (B)(6) 2016, patient was implanted with one (1) 4.5mm variable angle ¿ locking compression plate (va-lcp) curved condylar plate/12 hole/266mm/right, four (4) 4.5mm cortex screws, three (3) 5.0 mm locking screws, and six (6) 5.0 mm cannulated screws. All hardware was removed and patient was revised to an intermedullary 13.0 mm by 360.0 mm cannulated femoral nail. Hardware removal and revision were completed successfully with no complication. Patient status was reported as stable. This report is for three (3) unknown locking screws. This is report 3 of 4 for (B)(4).